Event description:
There were no alarms before the fall, and log files were unavailable. It was noted that the fall was not considered device related and that the device had been operating as expected.

Manufacturer narrative:
Report subtype: corrected. B5: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas instruction for use lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation regimen, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient fell at home due to frailty. They were admitted to the hospital and a computed tomography (CT) scan revealed intracranial hemorrhage due to the fall. It was noted that the patient was on 2.5 mg of eliquis (apixaban) twice per day and 325 mg of acetylsalicylic acid daily. On (B)(6) 2024 it was decided to withdraw care, the patient then passed away.